Event description:
It was reported that during a retrograde nail insertion on (B)(6) 2013, surgeon selected a nail but realized his selection was too large after he had already inserted the nail halfway into the medullary canal. The surgeon utilized the insertion handle to remove the retrograde nail. Subsequently, the nail was removed with moderate resistance but the insertion handle had become twisted from too much torque. The procedure was revised to a total knee replacement. The procedure was prolonged by approximately 25 minutes. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. Placeholder.